Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the display is not responding while selecting any parameter. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.